Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information it is unknown if temporal relationship exist between the continuous cyclic peritoneal dialysis (ccpd) treatment with the liberty cycler and the expiration of the patient as the time between ccpd treatment and expiation is unknown. There is no documentation to suggest a causal relationship. However, according to the patient physician the suspected cause of the patients¿ death was probably due to a cerebrovascular accident (cva) in the setting of comorbid conditions and non-compliance with blood pressure medication. No autopsy was performed. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient had expired. It was reported that the patient was found on the floor on the morning of (B)(6) 2017 not connected to the liberty cycler or engaged in dialysis treatment. However, it was reported that the patient had completed continuous cyclic peritoneal dialysis (ccpd) treatment through the night and it is unknown when the ccpd treatment was completed or the time the patient expired. Additionally, the physician suspected the patient had a cerebrovascular accident (cva). The pd nurse stated in terms of causality the event was not related to the cycler or any fresenius products. No further information has been made available at this time.